Event description:
A discordant high tacrolimus result was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated tacrolimus result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant high tacrolimus result is unknown. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.